Event description:
The account alleged the hi/low was drifting slowly down. No pt impact.

Manufacturer narrative:
The tech troubleshot the bed and found that the head hi/low could not be raised. The tech replaced the bed hi/low valve to resolve the issue.